Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the bag bypass thumb screw was loose. The screw was tightened.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.